Manufacturer narrative:
(B)(4): the customer reported that device intermittently displayed a red x, chirped and there was no display. Philips evaluated the device and confirmed the fault. The processor pca was found to be the cause of the failure and replaced. The device passed all tests and was returned to the customer.

Event description:
The customer reported that device intermittently displayed a red x, chirped and there was no display.